Event description:
Information was received indicating that during testing of this smiths medical cadd ms3 pump, the pump exhibited system fault. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found that the pump exhibited error code 112 which was the cause of the reported system fault. The printed wiring assembly board was replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.